Event description:
It was reported that inadequate capture and low pacing impedance were noted on the right ventricle (rv) leadless pacemaker (lp). Microdislodgement of the rv lp was suspected. A revision procedure was performed and repositioning was attempted, however, low impedance was again noted. The rv lp was explanted and replaced to resolve the event. After explanting, the helix of the rv lp became stretched outside the patient. The patient was in stable condition.

Manufacturer narrative:
The reported events of microdislodgement, inadequate capture, and low pacing impedance could not be confirmed. The reported event of stretched helix was confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with the explant procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Further analysis was performed on the returned leadless pacemaker, including pacing impedance and output/capture verification, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.